Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported cartridge alarm was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after dropping the pump. Additionally, it was reported that multiple cartridge alarms (alarm 0) occurred. Blood glucose level was 70 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.